Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens but the haptic tore while being inserted. The lens was partially implanted and was removed with no pt injury or complications. The nurse stated it was unk as to why the haptic tore. An indigo-p injector and an sfc-25 cartridge were used but the nurse was unable to recall the lot numbers.